Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the screen. There was no adverse impact on the customer¿s blood glucose level, as it remained within normal range. Technical support advised the customer on how to press the button efficiently and decided to send a replacement pump with updated software. The customer was instructed to use an alternative insulin delivery method until the replacement arrived and to return the faulty pump using the provided return box and label.